Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the device was unable to be paired to the remote monitoring application via bluetooth. Technical support was contacted and recommended an in clinic follow up to further investigate. An in clinic follow up is anticipated but has not yet occurred. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported inability to pair the patients application to the implanted device could not be confirmed. The results of the software analysis are inconclusive since no additional information was obtained to investigate. Based on the information received, the cause of the reported incident could not be conclusively determined. If additional information is received, the analysis will be re-opened and reassessed.

Event description:
Additional information was received indicating the patient attended clinic and the device was able to be paired to the remote monitoring application via bluetooth. Additional information was requested regarding the details of how the event was resolve but were not provided. The patient was stable.